Manufacturer narrative:
The complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error from excessive force applied when tensioning the sutures is the most likely cause(s) for the reported failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/17/2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii suture broke when the knot was reduced. The suture was removed. This was discovered during a procedure on (B)(6) 2023. Additional information received on 4/19/2023: this was discovered during a knee arthroscopy, meniscal repair, and acl procedure. Both anchors deployed successfully; however, the sutures were cut and the anchors remain in the capsule. The case was completed using another ar-4501 meniscal cinch ii.